Manufacturer narrative:
Approximate age of device - 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient arrived at emergency room in vt now in operating room and was placed on cps via cmag due to rhythm. It was reported that the device was periodically alarming low flow alarms. The patient was placed on cps flowing full flow. No further information was provided.

Manufacturer narrative:
Investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. The report of low flow alarms could not be confirmed as no log files were submitted for analysis and a specific cause for the reported alarms could not be conclusively determined through this evaluation. It was reported that the pump would not be returned for evaluation. Stroke, other neurological events, bleeding, and cardiac arrhythmia are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the hm3 IFU also lists arrhythmia as a potential late postimplant complication. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The heartmate 3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the center reported that the patient arrived at the emergency room in ventricular tachycardia on (b)6) 2019. The patient was sent to the operating room and was placed on cardiopulmonary support via centrimag, flowing full flow, due to rhythm. It was reported that the hm3 periodically alarmed for low flow. It was later reported that the cause of the low flow alarms was determined to be due to the patient being in ventricular tachycardia upon arrival to the emergency room and had multiple shocks. It was reported that the event was not related to a patient condition or a device issue. The patient was placed on ECMO and had a hemorrhagic stroke, proceeded to brain death. It was reported that the patient expired on (B)(6) 2019. The death was not believed to be device related.